Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Multiple alarm 2's (occlusion detected) annunciated on (B)(6) 2017, and these alarms terminated the majority of the bolus requests for that day. Cartridge change sequence was not completed to correct the alarm 2. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer had a blood glucose (bg) level of 49 mg/dl. The customer consumed sugary food to address the bg level. The cause of the low bg was not known.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported low blood glucose could not be confirmed with a cartridge investigation; however, a different issue was identified.